Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the first proximal strut lifted on one side from crimped profile no issues with the crimped stent. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube break 280mm from the end of the hub and several hypotube kinks along the length of the catheter. A visual and tactile examination found no issue with the shaft polymer extrusion profile. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID #2134265-2016-04418. Reportable based on device analysis completed on 27july2016. It was reported that crossing difficulties were encountered. The target lesion was located in the severely tortuous mid left anterior descending artery. After pre-dilation was performed using a non-bsc balloon catheter, a 3.00x24 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was normal. However, returned device analysis revealed hypotube break and proximal stent damage.